Event description:
It was reported that the implantable tachy device exhibited gradually increasing high shock impedance measurements that reached 120 ohms, which may be indicative of lead calcification. It was programmed to use both coils and the can, with a fixed pulse width. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).